Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected restart alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test or verify low reservoir alert due to prime anomaly.

Event description:
Customer reported via phone call low reservoir alarm on the insulin pump. The customer¿s blood glucose level was 66 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.